Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 07jun2019. The field service notes shows that the engineer replaced the power switch overlay to address the faulty led indicator. The unit worked properly after and was released for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during use the ventilator had an light emitting diode (led) alarm fault. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 18apr2019. Information was received that the service engineer (se) inspected the device and confirmed the reported issue. The customer was provided with a quote for service/repair of the device and for the replacement of the power switch overlay. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.